Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery test. The bolus wizard functions properly. The unit had a minor scratched display window, cracked belt clip slot, and cracked reservoir tube lip. The unit had intermittent button response due to moisture damage on keypad traces. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 244 mg/dl. The customer expressed the following symptoms: vomiting, nausea, lethargy, cramping, and dehydration. The customer stated her insulin pump's bolus wizard was not functioning properly. Standard troubleshooting was performed. A keypad anomaly was discovered; the up and down arrow buttons stopped responding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.